Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) reported speaking w/ patient today. Patient reports ins is shocking her. Patient believes it is the scs device that is shocking her, and occurs in the middle of the night lasting about 10-20 minutes. This has been occurring for about the past month. Patient told mdt rep the scs device has not been charged since (B)(6), 2020 and is currently discharged. The rep discussed that patient should turn interstim device off and see if issue persists. If issues does persist then see pain management physician for positional type pain.

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). Ins appears to be shocking with both devices (scs and interstim) turned off. Suggestion was made to patient to consider following-up with her implanting physician. It was unknown if the issue was resolved. Unknown if ins is shocking patient. Shocking could be physical/anatomical being that device was off. See related event (B)(4) for information related to interstim device.